Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The flex circuit was replaced as a precaution. The device was recertified and returned to the customer.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device did not recognize the batteries were installed. Complainant indicated that there was no patient involvement in the reported malfunction.